Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s stimulator stopped untimely. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their ipg explanted.

Manufacturer narrative:
As received, reported event for uncommanded stops of stimulator was not confirmed.the returned ipg was attached to a 1k ohm load block. The channels were programmed using field settings. The outputs were monitored for several hours on an oscilloscope while stimulation was turned on. No evidence of uncommanded stops of stimulator were observed on the ipg. The expected outputs were observed on all channels. As received the ipg was able to fully charge and pass auto test. No anomaly was observed that would have affected the operation of the ipg or reported event. The cause of the event is unknown.